Manufacturer narrative:
Concomitant medical products: dtmb1qq, crt-d, implanted: (B)(6) 2019; 5076-45, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a shorter than expected longevity estimation for the cardiac resynchronization therapy defibrillator (crt-d) due to a programmer software estimator error. The programmer remains in use. The device is still in use. No patient complications have been reported as a result of this event.